Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain with cloudy effluent. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date the patient was treated with vancomycin injection (1gm, stat, once daily, intraperitoneal and then 2gm once weekly, intraperitoneal) and amikacin injection (100mg, in a single bag daily) and merioenam (1gm, once daily, intraperitoneal) for peritonitis. At time of this report, the patient had recovered from abdominal pain and cloudy effluent. Pd therapy was ongoing. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.